Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, the surgeon was putting in last locking screw and wanted a shorter construct to put screw in (did not use the torque limiter) and I just informed them that they can break the screwdriver tip if they do not use the torque limiter like it should be used. However, the surgeon had just turned the t-handle as I said it and the tip of the screwdriver shaft broke off in the screw head. The tip was removed and the screw was left slightly proud. No adverse pt events or delay to the case resulted.